Manufacturer narrative:
Philips has investigated this complaint. According to additional information received, the procedure that was to occur when the issue occurred was completed as planned after the user stepped on the footswitch again. No patient or user harm or injury was reported to philips. A philips remote service engineer (rse) spoke with the customer who had reconnected the footswitch to the system. However, the same issue occurred again and onsite service was recommended. A philips field service engineer (fse) inspected the system onsite and confirmed the reported problem. Troubleshooting and assessment of the system log files could not find any related errors. The fse replaced the wired footswitch. The footswitch was returned for analysis. However, a root cause of the reported issue could not be determined by the failure analysis. After replacement of the wired footswitch, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system's footswitch was unable to trigger fluoroscopy. No harm to the patient or user was reported. Philips has started an investigation of this complaint.